Event description:
During the pulse field ablation procedure, air leakage was observed during aspiration of the agilis sheath. The agilis sheath was already inserted in the patient when the leak was noted. Replacing the volt catheter resolved the issue. The procedure was completed successfully with no adverse patient outcomes. Notably, it was observed that the dilator was not inserted prior to the transseptal needle, which goes against the device instructions for use.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.